Event description:
It was reported that the user received notifications to change the insulin set and that the insulin set was expired, along with a high glucose alert, and was guided to replace a steel infusion set and cartridge on the ilet, after which insulin delivery was resumed; the reported blood glucose was 318 mg/dl with downward trend arrows. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution steps through user troubleshooting and education. Investigation included complaint intake, user-guided troubleshooting, and review of device use and alerts. Investigation of this case revealed hyperglycemia with unclear cause and no confirmed device malfunction, with corrective action consisting of infusion set and cartridge replacement and resumption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.